Event description:
Medtronic received information regarding a navigation system in which there was unknown patient presence. It was reported that the system was unresponsive. Additional information was not provided. Additional information was reported. A representative was on site troubleshooting the system. They logged out of the clinical application and logged into admin. They launched self-test and the system went unresponsive. They were unable to use the mouse or touchscreen on either cart. When all peripheral universal serial bus (usb) devices were disconnected, the touchscreens could still not be used. Technical services (ts) had them remove the covers and disconnect all cables from the computer besides the display cable and touchscreen cable, the touchscreen still did not work. Ts had them disconnect the touchscreen cable and connect the mouse to the back of the computer in another port and the mouse did not function either. Additional information was reported. The rep attempted application installation and said it gave an error message. Installation was started again and received an error message that an installer was already running but no window was visible. The rep logged out and logged back into admin and checked uninstallation path and application was listed. The application was uninstalled, the system was rebooted, and the application was reinstalled. The rep called back to report that after performing a reboot, the application was still unable to be installed. The following troubleshooting was performed. They confirmed operating system (os) version 2.0.3, option to uninstall application 2.0.1 was present in navigation user settings, they were unable to install any feature licenses, confirmed application not installed in navigation user settings, reseated the solid-state drive (ssd) with no effect, confirmed data migration was not performed from old to new ssd, confirmed only the new ssd was seated in the system, uninstalled software again and shut system down, removed from wall power for 5 minutes before booting up again with no effect, attempted to use "install from cd/dvd" application, but it resulted in error message "the system has detected an unauthorized attempt to install unapproved software.", checked date and time on the system, which was displayed as over 100 years in the future, reset the date and time and attempted to install again with resolution to the issue. They installed spine license and confirmed in navigation user settings spine procedures were available and application appeared as expected.

Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed the computer, side panel, solid slate drive (ssd) card and uninterruptible power supply (ups) were replaced. After hardware replacement, the failure was resolved. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version #: 1.2.0, cmptr 9736403r pcoip upgrd kit s8 rfb, serial/lot: - ; ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc, serial/lot: - ; I/o 9735818 panel assy-dual cart s8 svc, serial/lot: - ; ups 9735787 main cart s8 svc, serial/lot: -. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) the ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc, lot: s5j0nr0nb05104z, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the issues were confirmed. The solid state drive (ssd) was tested on a test navigation system and the ssd became unresponsive when logged into the navigation system. The issues noted were related to software / the operating system. Codes b01, c10, and d02 are applicable. H3, h6) the I/o 9735818 panel assy-dual cart s8 svc, lot: unknown, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was confirmed. The usb connection on the returned in/out panel was missing one screw but otherwise functional. The network connector was damaged with one side wall bent out. Otherwise, the connector passed a continuity test with no opens or shorts. However, the bent side wall was not allowing a good connection and could be the cause of the reported issues. The remaining ports were intact and functional. Codes b01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes: b01, c10, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software is updated to product ID 9735740, version 2.0.1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) 9735764, lot:1736c00376, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, it was determined no faults were found and no issues were observed. Codes b01, c19, and d14 apply to this analysis. H3, h6) 9735787, lot: 19110054, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, it was determined no faults were found and no issues were observed. Codes b01, c19, and d14 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.